Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the colonovideoscope exhibited foreign material in the air/water cylinder, air/water tube, and the jet tube. Additionally, due to foreign material clogging the jet tube, water cannot be supplied. There was no patient involvement.